Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, a (B)(6) woman with staghorn calculus in the mid lower pole of her right kidney underwent cystoscopy and right ureteral catheter insertion under general anesthesia. Then was transferred after post anesthesia cae to interventional radiology for a right percutaneous nephrostomy due to the cope mandril wire failed to work properly. Updated information: patient underwent cystoscopy and right ureteral catheter insertion under anesthesia on the morning of (B)(6) 2014. After the procedure, she was transferred from the post anesthesia care unit to cvir. The plan was to have a right percutaneous nephrostomy catheter placed in cvir, in preparation for a right percutaneous nephrostolithotomy to be done by the urologic surgeon. During the procedure at the cath lab, "the 0.018 nitinol guidewire became ensnared and stretched upon removal. Post removal, fluoroscopic spot image demonstrated a small amount of retained 0.018 nitinol guidewire projecting over the kidney. "Attempts to reach the guidewire with a kelly clamp were unsuccessful on fluoroscopy. As a result, the patient was transferred to CT for improved localization of the guidewire. CT scan without contrast revealed a small segment (approx. 5mm) of fractured guidewire in the retroperitoneal area. The fragment was never retrieved. The surgeon discussed this with the patient and family and then opted to manage conservatively rather than laparoscopically, since it was small and thought to be in a location where it would not result in any sequela (not in the collecting system). An abdominal x-ray was done on (B)(6) 2014, prior to her discharge, and it revealed the right renal calculi and small residual of a fractured guidewire in the right kidney. The patient did not have any negative consequences as a result of the retained guidewire fragment.